Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-test, it was observed that the motor device set screw was stripped, there was a hole in hose near muffler, the device ran in safety and the rotations per minute (rpm) was below specification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Date device returned to manufacturer was entered as december 20, 2017. It has been corrected to january 12, 2018. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor device had a stripped set screw, a hole in the hose, the device ran in safety while in the safety position and the rotations per minute (rpm) were below specification. Therefore, the reported condition was confirmed. It was further determined that the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. The low rpm¿s is due to worn out vanes due to normal wear over time. The cause of the device being power broken was failure to follow the directions for use and running the device in the safe or load position which is user error. The stripped set screw was due to device tampering. If additional information should become available, a supplemental medwatch will be submitted accordingly.